Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of tip detached. Imdrf patient code e1108 captures the reportable patient complication of biliary leak. Impact code f08 is being used to capture the patient's prolonged hospitalization. Impact code f19 is being used to capture the laparotomy procedure performed on the patient. Block h10: the axios stent and electrocautery enhanced delivery system were received for analysis. Visual inspection found that the tip was not returned as it was detached. The delivery system was returned to its original position, and no damages were noted. Electrical and microscopic inspections could not be performed as the tip was detached and not returned. Functional inspection was performed by sliding the catheter to the right and moving the catheter control hub up and down. The catheter passed through the luer without resistance, and the stent hub was moved down to the second and fourth positions. The stent was deployed without problems, and no resistance was felt. A destructive test was performed in order to release the remaining part of the tip inside the black marker and deploy the stent. Media analysis found that the tip was detached. No other damages were noted with the stent or the delivery system. Product analysis confirmed the reported event of tip detachment of a device or device component. The investigation concluded that procedural factors such as lesion characteristics, the handling of the device, and the technique used by the physician most likely resulted in the detachment of the tip from the delivery system. Additionally, the reported event of cautery failure to deliver energy was not confirmed as the tip was not returned and an electrical test was not possible to be performed. Therefore, a review and analysis of all available information indicated that the most probable cause is adverse event related to procedure. A product labeling review identified that the device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation on july 14, 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the bile duct for a biliary drainage due to pancreatic cancer during a choledochoduodenostomy procedure performed on (B)(6) 2023. During the procedure, the device was unable to burn through the duodenal wall. The axios device was removed from the patient, and the tip of the delivery system was detached inside the patient's body, and it was not removed as the physician was comfortable leaving the detached piece. Reportedly, the bile duct was previously punctured with a needle and bile leakage was noted. The patient was then sent for laparotomy as the bile leaked into the patient's abdomen. The patient is still admitted in the hospital.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of tip detached. Imdrf patient code e1108 captures the reportable patient complication of biliary leak. Impact code f08 is being used to capture the patient's prolonged hospitalization. Impact code f19 is being used to capture the laparotomy procedure performed on the patient.

Event description:
It was reported to boston scientific corporation on july 14, 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the bile duct for a biliary drainage due to pancreatic cancer during a choledochoduodenostomy procedure performed on (B)(6) 2023. During the procedure, the device was unable to burn through the duodenal wall. The axios device was removed from the patient, and the tip of the delivery system was detached inside the patient's body, and it was not removed as the physician was comfortable leaving the detached piece. Reportedly, the bile duct was previously punctured with a needle and bile leakage was noted. The patient was then sent for laparotomy as the bile leaked into the patient's abdomen. The patient is still admitted in the hospital.